Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stents successfully deployed at lad.13 days later physician assessed stent thrombosis, revascularization was performed and anti-platelet agent was changed.

Manufacturer narrative:
Evaluation: results inherent risk of procedure - (stent thrombosis); patient's condition (resistance to the antiplatelet medication). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (resistance to the antiplatelet medication). (B)(4).